Manufacturer narrative:
A ge service representative performed an onsite investigation. The interconnect cable was replaced. The system was then found to be operating as intended.

Event description:
The field engineer reported that the system displayed a stator not on error message and failed to boot up. There is no report of pt injury.